Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the sterile vertek trajectory guide locked up and was unusable. The site was unable to loosen the vertek and brought in a second device to continue. Delay in surgery was approximately one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A replacement vertek arm was sent to the site. Evaluation of suspect vertek arm could not replicate the reported event. The returned vertek arm was able to lock and release without issue. No problem found.

Manufacturer narrative:
Site cancelled replacement vertek arm ii. Suspect part not returned to manufacturer for analysis.